Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted. The physician tried to implant this lead in the left bundle branch by turning the lead body many times in different locations. After several attempts, the physician removed the lead and noticed that the helix was pulled in a straight shape, different from the initial shape. He implanted a new lead successfully. No additional adverse patient effects were reported.